Manufacturer narrative:
Manufacturer reference number: (B)(4). Concomitant medical devices. Received one egia 45 curved tip articulating vas/med sulu and one egia ultra universal stapler on (B)(6) 2016.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was fully fired, with the knife blade extended to the end of the reload. Pmv performed functional testing which included manually pushing the knife blade back, but stopped at the 4cm cut line. The reload was loaded into a post market vigilance instrument. Engineering found the lock ring tab was found to be damaged, consistent with a load-ahead condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Engineering is able to replicate the condition by removing the shipping wedge and loading the reload at an extreme angle with excessive force. Loading under these conditions can force the knife bar assembly through the retaining feature in the lock ring. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgical time was extended by more 90 minutes due to the product problem.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a lung lobectomy, the reload disengaged from the handle while firing across the pulmonary artery. The reload was firing normally, near the end of the firing an unusual sound was heard. At that point they realized that the reload was no longer attached to the handle. The reload locked on tissue and was unable to be removed manually. The patient was opened to remove the reload from the pulmonary artery. Current patient status: still in hospital. The difficulty did result in unintended colostomy, formal laparotomy, re-operation etc. Hey ended up having to stop the case robotically and open to remove the reload from the pa. Case went open to remove the reload and over sew the pulmonary artery. After removing reload a new handle and reload were open to complete the rest of the case. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.